Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc set. The 20ga introducer needle will be analyzed as part of this complaint investigation. Signs of use were observed on the needle. Visual analysis revealed that the needle hub was cracked. Microscopic examination confirmed the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit contains the following warning for users: "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin. Do not use acetone on catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Do not use polyethylene glycol containing ointments at insertion site. Take care when infusing drugs with a high concentration of alcohol. Allow insertion site to dry completely prior to skin puncture and before applying dressing. Do not allow kit components to come into contact with alcohol." The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. Visual inspection revealed cracks on the needle hub. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Based on the available information, design may have caused or contributed to the reported event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "{doctor} was going to insert the pediatric cvc. He inserted the needle into the right subclavian vein when he only withdraw air. He then removed the needle. They opened another cvc set and inserted the line into the left femoral vein without any issues." There was no medical intervention required. The patient's condition is reported as "critical". Additional information received reports "the patient had a diaphragm repair and was already critical due to diaphragm not functioning properly and pt was in respiratory distress."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "{doctor} was going to insert the pediatric cvc.he inserted the needle into the right subclavian vein when he only withdraw air. He then removed the needle. They opened another cvc set and inserted the line into the left femoral vein without any issues." There was no medical intervention required. The patient's condition is reported as "critical". Additional information received reports "the patient had a diaphragm repair and was already critical due to diaphragm not functioning properly and pt was in respiratory distress."